Event description:
It was reported that a malfunction occurred on the pump, and a malfunction code was displayed. There was no adverse impact on the customer's blood glucose level. Technical support provided reset information and assisted the caller with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump. They were instructed to call back if any malfunction code reappeared, which the customer understood.